Manufacturer narrative:
There is also no patient information nor details of the procedure or event known. The event date is february 2020. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a product investigation completed. Manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and noted it is lifted and separated with metal exposed. The distal end was activated using saline and noted a short circuit error due to the lifted teflon pad, which the user experienced. The distal end of the device was inspected under a microscope and found charred marks to the probe tip unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported in the event, the device misfired three times during the therapeutic procedure while in the patient. There was no adverse impact to the patient. The teflon pad was reported to being sticking. No other visual damage was reported. The procedure was completed with a similar device.